Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2014, the patient was presented with stable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed on the same day. The target lesion was located in the proximal right coronary artery (rca) with 70% stenosis, and was 29 mm long with a reference vessel diameter of 4.0 mm. The target lesion was treated with placement of a 4.00x32mm promus element ¿ stent. Following intervention, the residual stenosis was 0%. After three days, the patient was discharged on aspirin and clopidogrel. The site reported that the patient died in february 2017.